Manufacturer narrative:
The device history record of the batch (15624) was reviewed and no deviation was detected. The medical device complied with the specifications. The broken cage has been checked. No deviation was detected and no material defect was observed under a magnifying glass on the broken surface of the screw. The traces of friction on the ramp what allows the cage expansion indicated that the cage was probably expanded to the maximum and the stresses applied to the cage probably caused the screw breakage. It is recommended to check if the posterior fixation is loose before the cage expansion and to stop the expansion if the screwing effort become too high.

Event description:
The l-varlock expansion screw broke when the surgeon expanded the cage (at the beginning of the expansion). No problem on the other side. It took some time before the surgeon could remove the broken implant. The broken implant was replaced by another l-varlock cage without a problem.